Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient. Patient reported on saturday patient started getting 'cannot provide desired settings'. Stim will go down but not up. Patient talked to the rep who told her to reset the controller. Stim then worked for 2 hrs and it quit again. She reset the controller again and stim worked for like 1.5 hrs and it stopped. Rep told patient to call and have the ptm replaced. Patient services reviewed replacing the controller will not resolve the message. Reviewed what the message means. Patient confirmed they had no falls. Patient services suggested to have the device checked and try a different group in the meantime. Had patient switch from group a to group b on the call. Patient says group b is working. Patient says group b is for r side. Group a is for the left side and she has no problems on her left side.